Event description:
A malfunction was reported with code malf 0 and fault ID 0x217c. There was no adverse impact to the customer¿s blood glucose level. The customer had not reset the pump in the last 24 hours, so technical support provided information to reset it and assisted in doing so. The malfunction did not recur after the reset, and the customer was informed to continue using the pump and contact support if the issue reoccurred. The customer understood the instructions given.